Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter hub allegedly leaked during the first inflation while treating a right forearm fistula. There was no reported retraction difficulty through the sheath. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 3mm x 100mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to a inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed from the y-hub and a partial circumferential catheter shaft break was noted near the distal end of the y-hub. The catheter break was examined under microscopic magnification and the edges of the break were jagged. Sanding marks were noted on the catheter at the location of the break. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub. The investigation is confirmed for a leak, as the catheter leaked underneath the strain relief due to the break in the catheter. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. Clearstream (B)(4) was opened to address the increase in ultraverse 035 complaints where the catheter leaks or detaches near the hub and corrective and preventative actions have been identified. Labeling review: the current ultraverse 035 pta catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.